Event description:
It was reported that insulin was not being delivered from the cartridge. Customer's blood glucose level was 281 mg/dl. Tandem technical support recommended changing the cartridge to resolve the issue, however, the customer declined to change the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.